Event description:
It was reported via a remote monitoring transmission that the right ventricular (rv) lead had gradually increasing and high pacing I mpedances. It was also reported that there was a possibility of damage to the outer layer of the rv lead due to degradation over time. The rv lead remains in use and the remote monitoring transmissions were scheduled more frequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5554-45 implantable pacing lead 2006-(B)(6). (B)(4).